Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a non-abbott left ventricular assist device supported percutaneous coronary intervention (pci) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the non-abbott device-supported percutaneous coronary intervention (pci) procedure was completed. Reportedly, a suture break (under the skin) occurred when advancing the knots of both prostyle sutures. As there was still guide wire access, an 11f sheath was inserted and another prostyle device was inserted; however, an angiogram showed that the guide wire had prolapsed distally several centimeters before continuing in what appeared to be the proper direction, so the prostyle was not deployed and was removed. The physician stated that the artery had possibly dissected and requested vascular consult due to concern of not being in true lumen. Vascular and physician were unable to definitively determine if the wire was in true lumen and opted for surgical intervention. A dissection was confirmed; however, the physician did not believe that the prostyle devices caused or contributed to the dissection. The patient was taken to the operating room for cut-down surgery, and the access site was surgically repaired. Per the surgeon, the wire was in the true lumen. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.